Event description:
During the procedure, the s5 perfusion pump suddenly alarmed. The perfusionist could not override the alarm. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B) (4) manufactures the s5 console. The incident occurred at (B) (6) hospital, (B) (6). Sorin group USA is filing this medwatch report on behalf of sorin group (B) (4). During the procedure, the pump suddenly alarmed. The perfusionist could not override the alarm. The actual message was not provided by the perfusionist stated that it appeared to be "ups active. Battery cannot be charged." The power cord was connected to a different source without success. Ten to fifteen minutes later, the pump was again power cycled and the alarm disappeared. A sorin representative was dispatched to evaluate the reported problem. The power plug, battery, the hospital's mains power and the mains information did not reveal any problems. All plugs and cables were checked and retightened. The pump was run for two hours without issue. The reported problem could not be reproduced.